Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified vessel in the left anterior descending (lad) artery. Pre-dilatation was performed using 3.0x8mm and 3.0x12mm balloons at 10 atmospheres (atms). The 3.0x28mm xience prime stent was implanted, however, while removing the stent delivery system, a check shot revealed that a distal edge dissection occurred. An additional 3.0x8mm stent was used to treat the dissection. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.